Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further specified. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with saline intravenously, heparin and unspecified antibiotics (doses, frequency and route not reported) for peritonitis. The patient recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.